Event description:
It was reported while using bd microtainer® sst¿ tubes, foreign matter was present in one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
D4: medical device lot#: unknown. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd microtainer® sst¿ tubes, foreign matter was present in one tube. No adverse impact was reported regarding the patient or user.